Manufacturer narrative:
(B) (4). (B) (4): results code - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the tip coils. There was a bend in the shaping ribbon 8 mm proximal to the tip. The tip coils were pushed distal from the center solder for a length 1.5 mm. There were offset intermediate coils proximal to the center solder for a length of 5 mm. The intermediate coils were pushed distal from the proximal solder for a length of 1 mm. There was corrosion at the proximal solder. There was a bend in the core 125.5 cm distal to the proximal end of the guide wire. There was peeling on the teflon coating 81 cm distal to the proximal end of the guide wire for a length of 8.3 cm. There was no other damage noted to the guide wire. An attempt was made to advance the guide wire through a hole gauge, but the guide wire would not advance past the corrosion and stretched intermediate coils at the proximal solder. This did not meet mfg criteria. The hole gauge used was a .0145 inch. A new dilatation catheter was used and an attempt was made to backload the returned guide wire through the catheter, but it was not able to backload pass the corrosion and stretched intermediate coils at the proximal solder. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: scraped teflon has a likelihood of becoming a foreign body in the anatomy and could potentiate emboli. Device issue: scraped teflon. It was reported that the procedure involved angioplasty, using a bmw guide wire that was successfully positioned in the right coronary artery (rca). Then, when loading a 2.0 x 12 mm voyager to pre-dilate the lesion, onto the guide wire, there was some resistance felt and the balloon and guide wire were pulled out. After removing the guide wire, it was observed that at the proximal portion of the guide wire, there was some portion of the coating that had come out. The guide wire was replaced with a new bmw to successfully complete the case. The patient is doing fine and is stable. The procedure lasted for 9-120 mins. No additional event or patient information is available.